Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the company representative (rep) requested an assistance with a ct900e tablet that was getting a system error and service code 338 in synchromed. Troubleshoot: ¿device would get an error 338 and system error while interrogating confirmed the device in aw all apps and profiles installed / updated settings>apps>pds but did not see the app was disabled. Turn off the options for "adaptive battery", "put unused apps to sleep", and "auto disable unused apps" informed rep that we would need to pull log files. Rep had no pc available and was unable to access logs rep will reach out to get logs pulled when they are available.¿ the issue was not resolved. There was no patient involved in this event. Additional information was received from a company representative (rep) indicated that the cause of the system error was asked but unknown at this time. Action: there was no troubleshoot and the issue was not resolved. Additional information was received from a company representative indicating that the provider reported the code 338 and saw this when attempting to do refills. It was also reported that the code appeared before the pump could be updated.

Manufacturer narrative:
Continuation of d10: product ID a810, lot# unknown, product type software. G4: updated PMA number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a810; product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jan-29, (B)(4): information was received from a company representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the company representative (rep) requested an assistance with a ct900e tablet that was getting a system error and service code 338 in synchromed. Troubleshoot: ¿device would get an error 338 and system error while interrogating confirmed the device in aw all apps and profiles installed / updated settings>apps>pds but did not see the app was disabled. Turn off the options for "adaptive battery", "put unused apps to sleep", and "auto disable unused apps" informed rep that we would need to pull log files. Rep had no pc available and was unable to access logs rep will reach out to get logs pulled when they are available.¿ the issue was not resolved. There was no patient involved in this event. 2024-02-20 e1 (rep): additional information was received from a company representative (rep) indicated that the cause of the system error was asked but unknown at this time. Action: there was no troubleshoot and the issue was not resolved. 2024-04-09 e2 (rep): additional information was received from a company representative indicating that the provider reported the code 338 and saw this when attempting to do refills. It was also reported that the code appeared before the pump could be updated.